Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed a dent on the long side of the distal tip of the cannula. Engineering concluded that the dent was likely caused by user mishandling. Engineering also observed a burr on the inner diameter of the distal tip which has the potential to cause scraping in certain loading conditions. No other damage found.

Event description:
The cannula accessory was returned as part of an investigation on two instruments returned from this site with tube damage. Reference the following MDR's. 2955842-2007-00206, 2955842-2007-00243.